Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted and pericardiocentesis was performed to stabilize the patient. A cs catheter was inserted into the patient without issue. Transseptal puncture was done under fluoroscopy and ice. The advisor hd grid and tacticath se were inserted through the sl0 and agilis, respectively, into the left atrium. Upon creation of the left veins and left atrial appendage, an amplifier error warning appeared in bottom right of screen stating ¿a possible location shift has been detected. Check surface electrodes and verify current position of all enguides.¿ when this occurred in navx mode, all catheters shifted left and upward. All patches were checked with good contact to skin. Respiration compensation did not correct shift. The amplifier and study were switched to voxel mode and the case continued. La geometry with end expiration points only, and voltage were created using tacticath se and advisor hd grid. The same error was noted in the bottom right corner and was cleared as it no longer caused the same shift in voxel mode. However, advisor hd grid visualization was skewed with flipping and low confidence near the veins. It is unknown if this was to do voxels or the impedance shifts. As this issue continued, the rl patch was changed to see if this would help but did not want to change the system reference as it would cause us to lose our geometry. The rl patch was switched but did not stop the error from appearing. Ablation of the left pulmonary veins took place with first pass isolation. After approximately 5 lesions on the right veins, an intracardiac echo (ice) was done which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.